Manufacturer narrative:
Concomitant medical products: 419688 lead, implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that by the patient that the cardiac resynchronization therapy defibrillator (crt-d) is not working. Follow up yielded no further information. The device is still in use. No patient complications have been reported as a result of this event.